Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.

Event description:
Boston scientific received information that during a normal device replacement procedure and while securing connections of the existing non-boston scientific leads to the new implantable cardioverter defibrillator (ICD), capture and pacing were not observed in this dependent patient. It was assured that the terminal pin was fully inserted into the connector block with the setscrews tightened. The connections were disabled and reestablished for a second attempt, and this time all connections were secured. Pacing and capture were observed without further issue. No adverse effects were reported. The system remains implanted.